Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that after a change in infusion supplies, the ilet pump generated alert 38 indicating a motor stall and failure to infuse; a dry run delivered 165 units, and the user was advised to replace all supplies, using an inset 6 mm 23 in. Symptoms included hyperglycemia reaching 316 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a device malfunction consistent with failure to infuse, associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.